Manufacturer narrative:
The insulin pump did not alarm with button error during testing; however, the unit had an unresponsive up button due to corroded keypad traces. The device was unable to be tested for its operating currents or have the battery out limit alarm verified due to the unresponsive buttons. No unexpected numbers ramping/scrolling anomaly occurred during testing. The following cosmetic damage was also found: cracked lcd window, cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 145 mg/dl. The customer stated that while programming a bolus one of her button presses made the menu keep cycling. The customer changed the battery but left the pump without a battery for too long and was unable to program the time. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.